Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that on (B)(6) 2017- the device was explanted due to malfunction. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The indication for use was for the condition of gastroparesis. See attached user facility medwatch

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.